Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was transported from a nursing home to the emergency room due to sepsis. A review of the electrocardiograms (ECG) from the remote monitoring system showed the device was not pacing. The device was programmed to a lower rate limit (lrl) of 70ppm. A boston scientific technical services discussed with the caller that the patient's intrinsic rate was likely above the lrl and the device may not pace in favor of the patient's own rate. The caller confirmed the patient's rate was 78-89bpm. The presenting electrogram (egm) showed pacing during an atrial tachycardia response (atr) and multiple atr events were stored from today. Additionally, p-wave measurements were less than 0.5mv; however, no undersensing was noted on the presenting egm. No adverse patient effects were reported.